Event description:
It was reported that, due to knee instability, dr (B)(6) removed the insert.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.